Event description:
In the chinese literature review, one publication states that: 299 inpatients were selected with paf who had been treated by radiofrequency catheter ablation as study objects. During the perioperative period, 1 case of pseudoaneurysm occurred, which closed spontaneously after compression.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.